Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller (aic) failure alarm occurred. The patient outcome is still to be determined as the patient remains on support.